Event description:
It was reported the connector is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case was contaminated, two side bail covers were broken, the lead flex cover was contaminated and the ring was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.